Event description:
It was reported that the patient had a small abscess in the left buttock. No antibiotics or any other medication was given and no cultures taken.

Manufacturer narrative:
Date of event: exact date unknown, event occurred since the patient was implanted.

Event description:
It was reported that the patient had a small abscess in the left buttock. No antibiotics or any other medication was given and no cultures taken. Additional information was received that the patient was also experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. The explanted device components were discarded by the medical facility.